Event description:
Description of event according to initial reporter: celect inferior vena cava (ivc) filter found to be multiply fractured, with one leg in mid abdominal soft tissue and half of one leg embedded posteriorly in the spine, extravascular. The filter was tip embedded and removed with forceps. The fragments remain in the patient. Patient outcome: unintended section of the device remains in the patients body. Required intervention to prevent permanent impairment/damage.